Event description:
It was reported that the implantable pulse generator (ipg) had a possible power on reset (por) and the device was found in vvi65 mode. During the procedure the right atrial (ra) lead was found to be dislodged and not in the atrium. The ra lead helix was found to not be extended upon extraction. Both the ipg and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 407645 lead, implanted: (B)(6) 2011; 407652 lead, implanted: (B)(6) 2011. (B)(4).